Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported regarding a falsely depressed sodium (na) result on a patient sample obtained on a dimension exl with lm integrated chemistry system. Quality control (qc) was within range prior running patient samples. Siemens has determined that there were no issues with the reagent as qc recovered within acceptable ranges, and no issues were reported with other patient samples. The dilution check correction factor, calibration, air and liquid values of standard a (std a) and std b were within the normal range. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse replaced salt bridge solution cap, tubings, rotary valve x-seal and integrated multisensor technology (imt) x tubing, removed and cleaned pump rollers. Further, the cse primed, aligned pump assembly and performed reset, ran calibration and qc which recovered within customer's acceptable ranges. The cause of the falsely depressed na is unknown. The system was performing within specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was reported to the physician and was questioned. A new sample from the same patient was drawn and processed on an alternate dimension exl with lm integrated chemistry system, and a higher result was obtained and considered correct. Then, the initial sample was repeated on both the alternate and original instruments which gave similar high results. The result of 130 mmol/l was reported as the correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to a falsely depressed na result.